Event description:
A customer contacted beckman coulter inc. (Bec) regarding an obstruction error that was received on the unicel dxc 800 pro synchron clinical system and capped tubes were observed to be wet on top. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
The customer removed the closed tube sampling system (cts) cover and noticed blade wash was flooding wick. A service request was generated. A field service engineer (fse) went on-site (B)(4) 2011 and determined the cap piercer was leaking. Fse found drain/vacuum line was plugged with debris. Fse cleared debris and verified system operation. Repair was verified per established procedures. The bec internal identifier for this event is (B)(4).